Event description:
A hospital in (B)(6) reported via a distributor reported that water did not flow into mr290 humidification chambers. The chambers were tested by the hospital prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor reported that water did not flow into mr290v vented autofeed humidification chambers. The chambers were tested by the hospital prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chambers were visually inspected and performance tested by attaching to a semi-rigid water bottle. Results: no physical damage was noticed with the returned devices. When the mr290v chambers were connected to a semi-rigid water bottle the water flowed into the chambers and continued normally until the water bottle was emptied. Conclusion: the reported fault was not replicated as water flowed into the chambers normally with no interruptions. No fault was found with the mr290v chambers. It is possible that the filter cap was not opened or the water source was mounted too close to the mr290v chamber, preventing proper water flow. The mr290 user instructions illustrate that the filter cap must be opened if a water bottle is used. The instructions also illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the mr290 chamber.

Manufacturer narrative:
(B)(4). The complaint device has recently been received for evaluation. We will provide a follow-up report upon completion of our investigation.